Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 01/05/2018. Device returned to manufacturer? Yes. Device evaluation: the sample was returned to the manufacturer. Visual inspection was performed. The returned lens was cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. The reported complaint cannot be confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no similar complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that zxt300 23.0 diopter intraocular lens (iol) was explanted from the patient right eye on (B)(6) 2017, due to 37 degree rotation that was noticed at the one day post op visit. There was no incision enlargement, vitrectomy, or capsule tear. The lens was replaced with zxroo 22.0 diopter iol. Reportedly, there was no patient injury and the patient is doing excellent post-operatively. It was also reported that the patient had poor k readings pre-operatively. No further information was provided.